Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The pt's blood glucose results were 113mg/dl, 148mg/dl. Tests were done within < 10 mins with a difference of 24%. Pt did not experience any adverse events. Customer cleaning meter incorrectly. No further info has been reported.